Event description:
The facility reported a colleague infusion pump that "turns itself off". It is unknown when the reported condition occurred. There was no patient injury or medical intervention reported. There is no additional information available.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available. This report represents all information known by the reporter at this time.